Event description:
As reported by the cec adjudication committee, a (B)(4) study patient experienced peri-procedural myocardial infarction. The indication for the index procedure was unstable angina pectoris and positive disease noted on angiogram. At that time, angiography revealed 95% stenosis to the proximal left anterior descending artery (lad). The targeted vessel was previously revascularized in 2007 and treated with an unknown stent. The lesion was described as 12mm in length, class c, de novo, anatomically complex and svg. The reference vessel was 3.5mm in diameter. A lesion was predilated with a 2.5 x 12 balloon at 18atm. An apex rx dilation catheter was used and a 3.5 x 13mm cypher rx stent was implanted at 18atm. The stent was not post dilated and there was a 0% post residual stenosis. At pre-procedure, ck peaked at 143 (225 u/l) ck-mb peaked at 4.7 (3.2 ng/ml) and troponin peaked at 1.3 (0.4 ng/ml). At 16 to 24 hours post procedure, ck peaked at 143, ck-mb peaked at 4.7 and troponin peaked at 1.3. There was no procedural complications reported and the patient was discharged the next day. Per the investigator, a peri-procedural mi did not occurred. Based on the adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The ECG tracing, hospital laboratory reports or discharge summary was not provided. The committee reported the event to being related to the target vessel, related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medications: multaq 800mg bid, bumex 4mg bid, potassium chlorida 20meq, coreg 6.25mg bid, pravachol 80mg qd, lexapro 10mg qd and omeprazole 20mg qd. Complaint conclusion: as reported by the cec adjudication committee, a (B)(4) study patient experienced peri-procedural myocardial infarction. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of previous CABG (1980), history of tia (1998), history of atrial fibrillation, history of myocardial infarction ((B)(6) 2004), history of congestive heart failure, history of copd, history of allergy (sulfa & contrast dye), history of irritable bowel syndrome, history of dementia and memory loss, history of prostate cancer and smoker. The indication for the index procedure was unstable angina pectoris and positive disease noted on angiogram. At that time, angiography revealed 95% stenosis to the proximal left anterior descending artery (lad). The targeted vessel was previously revascularized in 2007 and treated with an unknown stent. The lesion was described as 12mm in length, class c, de novo, anatomically complex and svg. The reference vessel was 3.5mm in diameter. A lesion was predilated with a 2.5 x 12 balloon at 18atm. An apex rx dilation catheter was used and a 3.5 x 13mm cypher rx stent was implanted at 18atm. The stent was not post dilated and there was a 0% post residual stenosis. At pre-procedure, ck peaked at 143 (225 u/l) ck-mb peaked at 4.7 (3.2 ng/ml) and troponin peaked at 1.3 (0.4 ng/ml). At 16 to 24 hours post procedure, ck peaked at 143, ck-mb peaked at 4.7 and troponin peaked at 1.3. There was no procedural complications reported and the patient was discharged the next day. Per the investigator, a peri-procedural mi did not occurred. Based on the adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The ECG tracing, hospital laboratory reports or discharge summary was not provided. The committee reported the event to being related to the target vessel, related to the device and related to the procedure. There were no post procedure complications and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.